Manufacturer narrative:
The reported event of high impedance/fracture was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead had been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. A lead diagnostic revealed high impedances on contacts (B)(6). As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced. Issue resolved.